Event description:
Pt admitted with calculus of kidney. Uti htn, dm2, and numbness. Pt underwent a cysto. Left stent removal, bilateral retrograd pyelogram, right utreterscopy with laser lithotripsy during this portion of the surgery the very tip of the fiber broke off into the right collecting system. Several attempts were made to remove the fragment using 3-prong graspers and a comprass basket. However. Due to large amount of debris the fragment was no longer visible. Estimated size 1 mm in length and 200 micros in diameter. A large stent was placed.